Event description:
Additional information received reported that the patient's device was explanted. It was noted that 'the neck pulling may be from an additional issue with the patient and was not related to the device.' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had 'many' problems with her device regarding a dystonic pull in her neck/shoulder area that causes pain, also described as muscle tension. This had been apparent since the day of implantation. The patient had been back to the clinic numerous times and 'nothing' was helping with reprogramming. Based upon the physician's documentation, the lead location was possibly suboptimally located. The patient had a low threshold of 2.4 volts of stimulation. When the patient's implantable neurostimulator (ins) was turned off, the dystonia 'went away.' The dystonia appeared related to the stimulation, not just the tension of the device system. Additional information received reported that an impedance check was performed at 3.0 volts of stimulation. All contacts on the left side system had high impedance values. The left device set was turned off and the patient's tremor was not bothered; she had intermittent left hand tremor, as well as 'end of day' tremor. The patient did not really need therapy on her left side for the right side of her body, so the left ins was left off. The patient did have intermittent therapy from the 'right brain' device in her left hand. The dystonic pull was intermittent. The right system was 'totally intact' and it's voltage was increased 'a bit' from 2.4 volts to 2.6 volts. It was noted that the patient had some 'neurological involvement' in her cervical spine as well and has a fused spine from sacrum to l5 in addition to rheumatoid arthritis; the patient was a 'complex' patient; the patient was not psychosomatic. Additional information received reported that when the patient's ins was turned off, the patient did not have a 'pull' in her neck/shoulder, so it was believed that the issue was stimulation related. The patient's head was tilted to the right. The patient's left side system was turned off and the right side system was changed to a bipolar setting which then 'went back to normal.' The patient felt pulling towards the right side of her body; when the right side ins's stimulation was increased, the patient experienced neck tightness and a sensation of choking and pain. An impedance test indicated that the left brain therapy impedance was greater than 2000 ohms; the right brain therapy impedance was 976 ohms. All bipole impedances were less than 2000 ohms, and no open/short circuits were found on both device sets. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3389s-40, lot#: v668795, implanted: (B)(6) 2011, product type: lead; product ID: 3389s-40, lot#: v605573, implanted: (B)(6) 2011, product type: lead. (B)(4).